Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2020 explanted: . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-sep-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-oct-2024, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome. It was reported that the patient's ins did not result in significant pain reduction. Their permanent ins was notably inferior for their circumstances compared to their trial device. During the trial, irrespective of how high the voltage was increased, there was no sense of vibration and they experienced significant pain relief. The patient's entire body vibrated when the permanent ins was functioning. They suffered from anxiety and were acutely aware of when the device was functioning. On occasion it was so intense that their ribs hurt and their anxiety disorder (resulting in fixation) made it difficult to use the device because there was no relief from their pain and there was other physical discomfort. The patient endured the lesser quality of pain reduction, excessive anxiety, physical discomfort, and mental distress. The patient's healthcare provider removed the ins on (B)(6) 2021 and inserted a different ins which resulted in significant pain relief. It was also noted that during the implant procedure on (B)(6) 2020, the leads were placed in the wrong location; the leads were placed in the t12-l1 interlaminar space and they should have been placed at t8-t9. No further complications reported.